Event description:
It was reported that during surgical procedure on the back, that the tip of the bur broke off. It was further reported that all pieces of the broken bur were retrieved without injury to the patient. It was reported that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number was provided for further investigation.